Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified mid left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the target lesion was difficult to cross, and the balloon ruptured upon inflation at 12 atmospheres. The balloon was simply and completely removed from the patient's body and the procedure was completed with a different device. However, the physician determined that the target lesion needs ablation. Since rotablation cannot be performed at this facility, the patient will have rotablation done in a different facility at a later date. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic examination identified that the balloon was returned in a deflated state. The balloon had been subjected to positive pressure. 3 blades were present on the balloon surface however the following blade damage was noted. Blade 1: 5mm of the proximal blade segment detached. The pad is intact. Blade 2: 3mm of the proximal end of the distal blade segment detached. The pad is intact. Blade 3: no damage. Blade is fully bonded. A microscopic examination of the balloon material identified a pinhole tear in the balloon. The hole in the balloon was located at 4mm distal to the proximal markerband. A visual and tactile examination found no kinks or damages. A visual and tactile examination found no damage along the shaft polymer extrusion. An examination of the tip section identified tip damage. A visual and microscopic examination found no issue with the marker bands. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified mid left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the target lesion was difficult to cross, and the balloon ruptured upon inflation at 12 atmospheres. The balloon was simply and completely removed from the patient's body and the procedure was completed with a different device. However, the physician determined that the target lesion needs ablation. Since rotablation cannot be performed at this facility, the patient will have rotablation done in a different facility at a later date. No patient complications were reported.